Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair, the healicoil anchor's thread got broken while getting deployed. All the pieces were removed from the patient by suction. The procedure was successfully completed with a surgical delay of 1-2 minutes using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution a complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor material found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that this case reports an anchor thread breakage during the process of deployment in a rotator cuff repair procedure. Reportedly, ¿all pieces were retrieved from the patient using suction.¿ the procedure was successfully completed with a surgical delay of 1-2 minutes using a smith and nephew backup device with no other reported complications and no patient harm has been alleged. No additional information was provided. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.